Event description:
It was reported that a newly implanted implantable cardioverter defibrillator (ICD) was being used for defibrillation threshold testing with this patient's pre-existing right ventricular (rv) lead. Ventricular fibrillation was induced; however, no shock was delivered, and the ICD exhibited (via the programmer) code 1004, indicative of a shock being delivered into a shorted circuit. The patient returned to a normal rhythm and surgical intervention was performed and the ICD and rv lead were explanted and replaced. The physician believed the rv lead may have been touching the can in the pocket, thus causing the shorted circuit condition during shock delivery. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).